Manufacturer narrative:
There was no more information that could be gathered from the initial reporter. According to this initial reporter, there has been no action taken to this point. It is unknown that the symptoms that the patient claims to have experienced were caused by our devices. Pioneer surgical technology sent to the allergy clinic the chemical composition information of the devices that were implanted into the patient. The material used in this spinal rodding system is medical grade titanium alloy and cobalt chromium. Both of these materials are labeled in the instructions for use as well as on the individual implant labels. Also in the "patient selection" section of the instructions for use that is supplied with all implants, it states that "in selecting patients for internal fixation devices, the following factors can be of extreme importance to the eventual success of the procedure...foreign body sensitivity. Material sensitivity tests should be conducted prior to material selection or implantation." Device remains implanted in the patient.

Event description:
It was reported to pioneer surgical technology by an allergy clinic nurse that one of their patients believe that they had an allergic reaction to some of pioneer surgical's streamline oct system's spinal implants. The patient started having adverse effects after this spinal fusion surgery.